Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 06-jun-2023. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and an air flowed back into the side port issue and a hemostatic valve leak issue occurred. The investigation was completed on 16-aug-2023. The device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation and irrigation test of the returned device were performed following bwi procedures. Visual inspection of the returned sample revealed no bent marks or any other anomalies on the device. Due to the issue reported, an irrigation test was performed and leakage was observed during the analysis in the hub area. Afterward, a microscopic inspection was performed and a broken mark was observed at the connection between the stopcock tubing and the hub. Due to the broken condition, a supplier manufacturing investigation was requested, and the investigation result determined that this issue is related to the manufacturing process since an air bubble in the adhesive was detected. An internal corrective action has been opened to specify new acceptable criteria for adhesive application. According to the supplier investigation, some bents were observed along the shaft, this damage could be related to the handling of the device during the shipment process. A device history record was performed for the finished device batch number, and no internal actions were identified. The failure observed during the product investigation could be related to the issue reported; therefore, the customer complaint was confirmed. It should be noted that product failure is multifactorial. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi¿s quality system. Explanation of codes: -investigation findings: fracture problem (c070603) / investigation conclusions: cause traced to manufacturing (d03) / component code: hub (g02021) were selected as related to the customer¿s reported ¿air flowed back into the side port¿ issue and the ¿hemostatic valve leak" issue. -investigation findings: manufacturing process problem identified (c16) / investigation conclusions: cause traced to manufacturing (d03) / component code: hub (g02021) were selected as related to the customer¿s reported ¿air flowed back into the side port¿ issue and the ¿hemostatic valve leak" issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
E1. Initial reporter phone: (B)(6).if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and an air flowed back into the side port issue and a hemostatic valve leak issue occurred. Physician reported air in the valve. Reported it looked like a ¿bubbly milkshake¿. Blood was seen to leak from the valve with air going in. There was no patient consequence reported. No procedure delay. Additional information was received. There appeared to be air in the valve. Therefore, potentially air was being introduced into the patient. Noticed bubbles and immediately stopped and switched the sheaths. No medical intervention required. No information if patient exhibited any neurological symptoms since the procedure was completed. The event was assessed as MDR reportable for both the issues of an air flowed back into the side port and a hemostatic valve leak.